Event description:
During a coronary stenting procedure a perforation occurred in the right coronary artery. The pt arrested and the physician performed a pericardial tap. The pt went into pulseless electrical activity (pea). Two graftmaster stents were placed to seal the perforation. Rescue attempts were unsuccessful and the pt expired.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.